Event description:
It was reported by medical staff that a patient while in the hospital experienced lcd display on the backup controller that was not displaying any information when checked. The controller was exchanged; there were no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device is not being returned

Manufacturer narrative:
With follow-up investigation it was reported that there were no audible alarms associated with the faulty display. The patient did not have any clinical symptoms from the controller exchange, was asymptomatic and hemodynamically stable. The controller was disposed of at the site and log files are not available. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the device and log files were not available for analysis. Therefore, the device could not be correlated to the reported event. Although no root cause conclusion can be made, with review of the device history records, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.